Event description:
It was reported the devices were used during an unk procedure. It was reported the trocars would not lock. The physician had to hold the activation button to arm and insert the trocars. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)nonconf; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "trocars would not lock" was due to the intermittent arming of the device. Instruments (a) and (b) were tested and found to arm intermittently. The obturator handle welds were measured and found to be skewed which can cause the instruments to arm intermittently. The obturator handle is welded during the assembly process. Instrument (c) was received with excessive dried body fluid in the bullet tip and sleeve. The device was tested and found to function properly.